Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer's blood glucose was 26 mmol/l. Customer's current blood glucose was 26 mmol/l. Customer had recurring insulin flow block alarm. The customer did experienced the symptoms such as tiredness and irritation. The customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at the time of event. The insulin pump will not be returned for analysis. Unomed inf set, frn-unk-rsvr.